Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone, customer was attempting to set up a bolus and the bolus buttons wasn't responding. She changed the battery with a new one and it alarmed button error. Customer's blood glucose was 200 mg/dl. Customer's mother didn't recall any significant event which may have caused the keypad issues. However, she has had button error for about three to four months. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis. Customer was unable to verify customer's address.